Event description:
Adverse event(s): "no pt involvement reported" (no pt involvement). Product problem(s): "touchscreen not responding" (no display or display failure). The surgeon reported the system primed and was ready for surgery. The assistant attempted to switch on the infusion, there was no response from the touchscreen. The footswitch was depressed and the cutter was functioning. The system was rebooted and the case was completed using the remote. The event occurred during set up. No pt involvement was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).